Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified through the review of system error logs. All circuit boards were reseated to correct the problem. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 would not allow pt info entry and required reinitialization for proper operation. Also reported communication errors and lock ups. There was no adverse pt involvement reported. There was no pt info reported.